Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a right ventricular (rv) lead showed small, paced signals without much of an evoked response. Also, absence of any t-wave component was a concern. The auto threshold test was not able to run in some time due to low evoke response and the threshold test was in suspension with a fixed output. It was recommend bringing the patient for further testing and reprogramming around output and pacing/sensing modes. The pacemaker and the rv lead remain in service at this time. No adverse patient effects were reported.